Manufacturer narrative:
(B)(4). The sp2 tibial radel impactors associated with this report were not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. The investigation could not verify or identify any product contribution to the current reported event without the instruments to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
One impactor head was discovered cracked at the end of a case. Another head was found cracked after coming through the wash.